Event description:
It was reported that patient had a colonoscopy on (B)(6) 2014 and since then she had not felt stimulation sensation. It was stated that no electrocautery was done during the procedure. It was indicated that patient used programmer to sync and was able to turn on the neurostimulator (ins). It was noted that she turned up the stimulation and she was not feeling it. The patient noted that at one point she was at 8.4 and was not feeling stimulation. It was noted that she was at a 3.2 before and it felt high for her. It was indicated that patient not being able to make adjustment with antenna attached. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va00bkj, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).